Manufacturer narrative:
The technician found that the latch mechanism needed to be lubricated. The latching mechanism was lubricated by the technician to resolve the issue.

Event description:
The account alleged, the side rail was not latching. No patient impact.